Event description:
It was reported by service report that the side rails could not be latched in the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.